Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported ventricular fibrillation appears to be related to procedural circumstances. The reported patient effect of cardiac arrhythmias, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report ventricular fibrillation. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a posterior prolapse. An xt clip was inserted and deployed on the leaflets, reducing mr to a grade of 1+. However, after deployment, the clip touched the ventricular wall and premature ventricular contractions occurred. It subsided after a few minutes and no additional treatment was performed. There was no clinically significant delay in the procedure. No additional information was provided.